Event description:
The customer reports hypersensitive touchscreen; unit pressing buttons on its own. There was no patient involvement and no delay to patient therapy reported from this event. The customer says when you make a selection, the numbers will bounce up and down. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer requested that a philips remote service engineer (rse) provide additional assistance. The rse advised the issue is usually associated with a nav-ring malfunction. The customer chose to take the device out of service until the nav-ring can be replaced during the field correction order. Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response.